Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va04wef, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va04nka, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information from the consumer reported that the left electrode had come loose and the patient had to have his settings very high on that side since 2014.

Event description:
It was reported that prior to a normal battery depletion replacement the impedances all checked normal, except for electrode 0 which was high. After replacing the implantable neurostimulator (ins) the out of range impedances, greater than 40,000 ohms, were on electrodes 1, 2, 3, 10, and 11. The connections were dried and attempted multiple times without resolution. The extensions were reversed, but the results stayed the same. The ins was replaced, but again the results stayed the same. For a brief period during intra-operative testing a change in measurement was seen when the extension was not fully seated into the header block. Unprepared to do any extension revision, the patient was closed. Post-operative testing was unsuccessful, there was no tremor control, and the impedances did not resolve. The patient was to be programmed how he previously was. Four days later the patient did get some tremor suppression using contact 0 and 8. The doctor planned to re-evaluate the patient¿s tremor control at his next appointment to determine if the extensions needed to be replaced. Confirmation of an extension revision was not provided along with a final patient outcome, so additional information was requested. If additional information is received a supplemental report will be sent.